Manufacturer narrative:
(B)(4). Excessive biological debris impeded hook retraction. The injection port with the locking connector and 3.2cm of catheter were returned for evaluation. Upon visual inspection, it was observed that a lot of biological debris were found inside the actuator ring and hooks. The actuator ring was on locked position and hooks were deployed. The septum was punctured 13 times. The locking connector was in locked position and biological debris were present around the housing. A functional test was performed on the injection port with an unsuccessful result. Hooks were always deployed and actuator ring was in locked position. Embedded biological debris caused the hooks to not retracted. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process.

Event description:
It was reported that during a port revision to reposition the port, the hooks did not retract after using two port appliers. The port hooks had to be cut out of the patient. The port was replaced and repositioned. The patient is fine.